Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited intermittent capture and exhibited an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the lead outer coil was fractured 30.1 cm - 30.3 cm from the connector pin. The damage is consistent with that occurring due to clavicle crush damage, which could have contributed to the capture intermittent complaint.